Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, an orbit galaxy coil (640cf0925, 30848870) couldn't be advanced nor be retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization, an orbit galaxy coil (640cf0925, 30848870) couldn't be advanced nor be retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. No additional information is available. One non-sterile 9mm x 25cm orbit galaxy tdl complex coil was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the coil component was observed to be partially inside the introducer tube. Under magnification, it was observed that the coil was stretched and the blue stretch resistance fiber was exposed; the coil remained attached to the headpiece. The issue regarding a coil being stretched was confirmed during the microscopical inspection however due to this condition the issue documented in the complaint that the coil couldn't be advanced could not be evaluated through functional testing. The stretched condition suggests that the device was forcibly advanced through the microcatheter in an attempt to overcome the resistance encountered. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, resistance in microcatheter is a potential issue that can occur during microcoil placement due to excessively tortuous anatomy, which can result in coil stretching and kinking. Continuous flush being interrupted during embolic coil introduction is another potential failure mode that can result in the coil not being delivered to the treatment site, without an adequate flush, issues such as resistance between the coil and the microcatheter can arise. A manufacturing record evaluation was performed for the finished device 30848870 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is proposed at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions and warnings: ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then, slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. ¿ during coil retraction, verify under fluoroscopy that a one-to-one relationship exists between the delivery tube and the coil. If not, the coil has been stretched, which could lead to premature detachment or coil fracture. If the one-to-one relationship does not exist, remove the infusion catheter and the detachable coil as an assembly and replace. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.